Event description:
It was reported that a pt underwent a sling procedure and during the plastic sheath removal, the sheath broke and some small fragments were left in the tissue. The surgeon performed a paravesical dissection but was not able to find the fragments; therefore, the fragments were left in the tissue. The sling device was removed on an unk date.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.